Event description:
Event description cpi received information that this bipolar lead's helix tip broke. During the implant procedure the physician was attempting to reposition this lead, he was unscrewing the lead when the helix broke and remains embedded in the myocardium. Another lead of the same model was implanted sucessfully. The physicians manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.